Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference 5010024 cleared under #510k240578. The complaint concerns 1 unit of venatech lp reference 4435125 from batch 37045567. Device history record: batch record file number 37045567 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the batch released in may 2025. Summary of investigation: 2 x-ray videos were transmitted for investigation. However, no involved device was returned. X-rays picture review: on the received x-ray videos, we can see the introducer sheath tip and the venatech lp vena cava filter in 2d view. The filter appears to be deployed, as the legs are extended outward from the central axis. However, the legs do not seem perfectly symmetrical: some appear closer together but not entangled. Only the review of other images from different axis/planes or 3d images could allow us to correctly check the filter's legs deployment. Raw material historical review: the raw materials used for the elements included into the device kit were verified. The incoming quality controls were within the defined specifications and no abnormality was detected. Manufacturing process review: all the manufacturing steps that could lead to the observed defect were reviewed and no failure was detected. Complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Two other complaints involving other batches of filters were reported by the same end customer. However, those events were related to other types of issues. Root cause: the elements and information received do not allow us to conclude on the real cause of the incident encountered by the customer. Conclusion: without the involved device and other x-ray picture view/angle, we are not able to explain the incident encountered by the customer. It is worth noting that no abnormality was found on the raw material used and during our manufacturing process. The involved batch was produced within our specifications. No other complaint was reported on this batch. If the complaint sample and x-ray pictures in 3d involved in this complaint becomes available, the complaint will be reopened for further evaluation. This type of incident is rare. No actions plan is foreseen at that time from our side. However, as it is the third incident encountered by the same end customer related to filters, we have sollicitated that the concerned sales organization to visit the hospital to understand this phenomenon and initiate action with the user(s) involved in those complaints.

Event description:
"After successful puncture, the guiding sheath was replaced and a permanent filter was released at the lower end of the renal vein. After retraction and release, the filter tip did not open normally, and no stenosis was found on inferior vena cava angiography, ruling out the possibility of a small vessel diameter. The filter is not functioning and needs to be removed."